Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had not deployed. In addition after the patient had removed the pod from the insertion site, the cannula had then deployed late. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and formed needle fully retracted. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence, however timeouts and a failure of the rotational sensor to transition as expected were present in the data, indicating that a short drive stall occurred during priming. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle deploying late and no issues were noted with the drive mechanism components that would result in a drive stall. It could not be conclusively determined when the needle mechanism deployed or if the drive stall contributed to the needle mechanism deploying late and the cause of the reported event could not be determined.